Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour plus meter with serial # (B)(6), and no manufacturing anomalies were found.

Event description:
The customer from united kingdom alleged that their contour plus meter was displaying inaccurate blood glucose readings, while the correct readings obtained during the testing were not stored in the meter's memory. For instance, the customer had following readings manually logged into their dairy: 7.9 mmol/l, 8.7 mmol/l, 8.2 mmol/l, 9.1 mmol/l, and 8.2 mmol/l. However, these readings were not stored in the meter's memory, instead, the readings of 9.8 mmol/l, 9.4 mmol/l, 8.6 mmol/l, 12.3 mmol/l, and 9.4 mmol/l respectively were stored in the meter's memory. There was no allegation of an adverse event. The customer wad advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The device model # (d4) was not provided.